Event description:
3 months post-op (08/2003) the surgeon noted that the screw had broken and the pt was fused. Surgeon took no action at this time. This pt later developed kyphosis and another procedure performed in 2005. The old hardware was removed and our sales rep. Returned the broken screw for evaluation. There was no adverse consequence to pt as a result of this event.